Manufacturer narrative:
Device evaluation: the lens was returned in minimal liquid, in lens vial. Visual inspection found the optic torn and a piece of haptic missing. Method: work order search. Result: work order search found no similar complaints reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -13.0 diopter, and the lens flipped in the eye. The lens was removed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.